Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was returned and evaluated by failure analysis (fa). Fa investigation did not replicate nor confirm the customer reported complaint. The instrument was placed on in-house system and found to be fully functional. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. During in-house testing, the instrument performed to specifications.

Event description:
It was reported that during a da vinci-assisted procedure the customer had difficulty getting the force bipolar instrument to clamp down fully. Additionally, it was reported the force bipolar instrument was stuck holding tissue. The customer attempted to use the instrument release kit (irk), but instead of the jaw opening, the wrist was moving. There was no report of patient harm. Intuitive surgical inc. (Isi) followed up with the clinical sales representative (csr) and gathered the following additional information: it was reported that the customer was able to successfully release the tissue and manually remove the instrument along with the cannula. The procedure was completed as planned. There was no reported harm to the patient.